Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17530. It was reported the patient's right facial scs leads (off-label) were repositioned due to ineffective stimulation which the physician thought was a result of lead position as well as possible nerve injury. It was also reported effective stimulation was not achieved with reprogramming before nor after the surgical intervention. The physician decided to give the stimulation issue more time to resolve before determining the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.